Event description:
A peritoneal dialysis nurse (pdrn) reported a patient developed peritonitis on (B)(6)2014 due to touch contamination and was not hospitalized. Patient was administered unspecified antibiotics ip.

Manufacturer narrative:
Medical records have been received by the manufacturer. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.